Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that when the patient returned for follow up approximately two months later, it was noted that the left stent graft limb (v29541842) was occluded. A secondary revascularization procedure was carried out on to treat the occlusion. A thrombectomy was carried out, the stent graft limb was ballooned, and an additional endurant ii stent graft limb etlw1610c124 was implanted. As per the physician the cause can not be determined. No additional clinical sequalae were provided and the patient is fine.